Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the device became stuck on the carefusion blue screen. The customer reported that the device remained on the blue screen and did not progress. The device was rebooted; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was stuck on the care fusion blue screen. A field service engineer (fse) coordinated a remote session with technical support specialist (tss) to reinstall remote smart service (rss). The repair was tested in hardware test application (hta), and operation was confirmed with the customer. The system functioned as intended after field service engineer and technical support specialist repaired the device.